Event description:
Approximately four months post rotator cuff tear repair with an orthadapt bioimplant, the patient developed pain and swelling. Approximately five months post repair the graft was explanted.

Manufacturer narrative:
The patient had a 4 cm rotator cuff tear that was repaired with orthadapt augmentation using ethibond suture to fixate the graft on the native tissue. Four months after the repair, the patient developed pain and swelling over the repair site and the graft was removed 5 months post the initial repair. The surgeon noted inflamed tissue similar to foreign body reaction during the surgery; however, there is no pathology report to confirm findings. No further information was received from the surgeon. Based on the available information, the cause of the event could not be determined, however, the native tissue condition, the graft fixation and patient post operative rehab are all possible contributors to the event and or repair failure. Results of evaluation of returned explant were inconclusive. The lot number was not provided.